Event description:
The device eval identified a reportable malfunction, cracked or broken adapter bracket, unrelated to the original complaint, which was a non-reportable event.

Manufacturer narrative:
The lab eval confirmed a broken adapter bracket.